Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll for preventative maintenance (pm). The autopulse platform passed the initial functional test without any fault or error. During further testing, the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in 2011 and is 10 years old, well beyond its expected service life of 5 years. However, user handling/neglect cannot be ruled out as there is no documented report showing that annual preventative maintenance (pm) was performed since 2014 when the device was serviced at zoll. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was not resolved by deburring the clutch plate. The drivetrain motor assembly including the clutch will be replaced to resolve the problem. Upon visual inspection, a hairline crack was noticed on the front enclosure. The observed physical damage could be due to user mishandling such as a drop or due to wear and tear. The front enclosure will be replaced to address the observed issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll, the encoder driveshaft of the autopulse platform (B)(4) did not rotate smoothly, exhibiting binding and resistance. No patient involvement.